Event description:
It was reported that there was air inside the catheter. An opticross imaging catheter was selected for ultrasound examination of the target lesion. After taking three flushing attempts before the device was successfully flushed, the catheter was inserted into the patient. There were black visuals and bubbles present during the run. Another flushing was attempted, however this resulted in no visuals. The catheter was removed from the patient, and another opticross catheter was used to successfully complete the procedure. There were no patient complications.